Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump returned a threshold suspend alert with a blood glucose level of 140 mg/dl and a sensor gluose level of 53 mg/dl. Caller also reported noticing bent cannulas and requested assistance with calibration issues. No further information was provided.